Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs. At an unknown time post-op, the patient underwent a surgical revision for pain and lucency around a sacral screw.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therfore, we are unable to determine the definitive cause of the reported event.